Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endostat iii rf generator was used during a procedure on (B)(6) 2013. According to the complainant, the endostat generator was being used (for irrigation only) during a procedure, however a smoke smell was noticed when the foot pedal was pressed down. There were no reported issues with the foot switch. The procedure was being performed with a different device, so they decided to stop using the generator and continued the procedure without irrigation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.